Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acl reconstruction and meniscal repair procedure, the t2 failed to secure in bone when implanted. The t1 was still in the patient and the t2 was removed from the patient. A backup device was utilized to complete the procedure.

Manufacturer narrative:
The device is in fairly good condition. The blue split cannula was not returned. The depth limiter was returned, trimmed. T1, t2 and suture were absent. There is very slight twist of the delivery needle. IFU warnings states ¿do not bend delivery needle.¿ twist or bend can interfere with advancement and removal of t¿s. Early delivery of t2 may have been an inadvertent action. Complaint indicated that t2 failed to secure. A functional test indicates that the actuator is functional. There is no manufacturing cause related to support this complaint. No further investigation is warranted.